Event description:
Complainant alleged that while attempting to monitor a patient with electrode leads, the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.